Manufacturer narrative:
The insulin pump was received with currents within specifications, no unexpected low battery. The device was received with scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and bleeding lcd.

Event description:
The customer reported via phone call that she recently received a battery cap replacement and the insulin pump continued to have issues. The customer had changed the battery twice in one day. The customer returned the device for analysis.